Manufacturer narrative:
F(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with a "pre-op diagnosis of spondylolysis at ls-s1, spondylolisthesis at l5-s1, foraminal stenosis with radiculopathy at ls-s1. The patient underwent a tlif at l5-s1 using rhbmp-2/acs. The patient tolerated the procedure well and no patient complications were noted. Reportedly, the patient developed unspecified injuries following the use of rhbmp-2/acs."